Event description:
The consumer reported using the heating pad on her stomach when it made a loud pop and began smoking and caused burns to her abdomen. There was no further information regarding the use of the unit. The consumer did not report seeking medical attention and the burns are healing on their own.